Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of being difficult to withdraw was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during procedure closure, the fd sheath became stuck at the femoral access site when withdrawing the fd and fw. The physician removed both simultaneously, and fluoroscopy revealed the catheter remained outside the sheath. Attempts to advance the sheath to undeploy the catheter were unsuccessful. Further evaluation determined that a petal of the fw catheter had snared the ice catheter, as the physician routinely advanced the ice into the left atrium. After removal of the ice catheter and cs, the fd and fw were withdrawn without resistance. Staff suggested performing a final fluoroscopic check or fully withdrawing the catheter prior to pulling the sheath. The procedure was completed with the original device without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Event description:
It was reported that during procedure closure, the fd sheath became stuck at the femoral access site when withdrawing the faradrive sheath and farawave catheter. The physician removed both simultaneously, and fluoroscopy revealed the catheter remained outside the sheath. Attempts to advance the sheath to undeploy the catheter were unsuccessful. Further evaluation determined that a petal of the fw catheter had snared the ice catheter, as the physician routinely advanced the ice into the left atrium. After removal of the ice catheter and cs, the fd and fw were withdrawn without resistance. Staff suggested performing a final fluoroscopic check or fully withdrawing the catheter prior to pulling the sheath. The procedure was completed with the original device without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.